Event description:
Information was received from a consumer regarding a patient receiving sufenta and another unknown drug via an implanted pump. The indication for pump use was spinal pain. The patient reported that their dog chewed up their handset wallet case. The patient also reported that their handset screen had been freezing a lot since last year and the handset got stuck at 91% for quite a while and goes to 100% when they were trying to press the button to release the bolus or press the top left to get the information on the screen. Per the patient, it took a long time to press the buttons on the screen. The agent asked the patient to connect with the handset and screen was frozen. The agent asked clarifying questions and the patient said that their dog may have dragged the handset on wet grass. A replacement handset and wallet case were requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.